Event description:
It was reported that pump displayed malfunction code malf 16 and could not be reset, with no notable events occurring before the malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily insulin injections as backup therapy while technical support arranged shipment of replacement pump, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect cgm on replacement device.